Event description:
It was reported that about a week prior to last thursday, the patient began to have symptoms. The patient did not specify what the symptoms were. Last thursday, the patient said they were admitted to the hospital for what appeared to be a stroke. The patient stated that the CT scan was clear, but the healthcare provider (hcp) determined that the patient had a stroke on their left side. The patient said they discovered that the implantable neurostimulator (ins) was turned off. When the patient turned the ins back on, their symptoms resolved. Agent asked how susceptible the ins is to sources of electromagnetic interference (emi). The patient mentioned that they had ultrasonic infrared heat therapy months ago for muscle soreness; the patient asked if that would have cause their ins to turn off. The patient stated that they always keep the ins battery at least 50% charged.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.